Event description:
Patient reporting the pump alarmed "nondisposable pump won't run". Reviewed pump alignment with patient. Pump due for maintenance next month. Sent patient replacement pump. No other information available. Dose or amount: 30 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2016 to present. Diagnosis or reason for use: pah.